Manufacturer narrative:
Date initial report sent: 11/30/2007.

Event description:
Procedure: gastric sleeve. According to the reporter: the staples on the distal and are malformed - there was bleeding out of the gastric sleeve through the mouth. The surgeon had to do this once again so the sleeve became a smaller lumen.